Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for 1 colony forming units (cfus) of sphingomonas paucimobilis which, is conforming to standard. Section d9: was updated to reflect the date the device was received for inspection. Section h4: has been updated to reflect the date the device was manufactured. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the following were noted: distal end --- cap cover --- cracked. Bending section rubber glue --- separated. Switch 1 --- wear and tear. Universal cord --- wrinkle. Bending tube --- movement (angulation: 180/80/80/80). Biopsy channel --- wear and tear (replacement as preventive maintenance). Cds machine soluscope 4. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water and auxiliary channel. The customer did not use detergent during the pre-cleaning process. During the manual cleaning process, the customer uses anyosime 3 detergent and brushes the instrument channel, suction cylinder, and instrument channel port. The customer uses neoclean brushes. It was not specified if the scope is manually disinfected. For automated endoscope reprocessor (aer) treatment, a soluscope 4 machine is used with soluscope cln detergent and soluscope paa (disinfectant). The scope is stored in a dsc 8000 storage cabinet. Olympus is the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for > 500 colony forming units (cfus) of pseudomonas aeruginosa. During the second sampling, the scope tested positive for > 500 colony forming units (cfus) of pseudomonas aeruginosa. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.